Event description:
On 01nov2023, a patient (pt) called to report immediate burning, redness and soreness in the right eye (od) upon insertion of an acuvue® oasys max 1-day brand contact lens (cl) on the morning of (B)(6) 2023. The pt immediately removed the lens and visited an eye care professional (ecp). The ecp diagnosed an od chemical burn and prescribed ciprofloxacin four times a day (qid) for 4 days. The pt was advised to not wear cls for "about a week" and to contact the ecp to be seen again if the od is not better after 4 days. The pt stated the od vision was very blurry yesterday but is much better today with some dryness and burning. The pt washed the hands and denied touching a bathroom surface or any surface that may have had cleaner or chemicals on it prior to lens insertion. On 01nov2023, a representative at the ecp's office provided additional information by phone. The pt's notes indicate the pt had punctate keratitis, od conjunctiva 1+ chemosis, and corneal staining with fluorescein in the central cornea of the od. The pt might have a "possible chemical burn" and 80% of the cornea was affected. The pt was prescribed ciprofloxacin od qid for 3 days and was advised to call if still having issues. When asked if the pt had any type of epithelial defect or epithelial loss and what 80% is related to, a doctor in the background of the call answered "keratopathy." On (B)(6) 2023, the pt provided additional information. The pt has started wearing lenses again and has noticed a little light sensitivity in the od, but "so far everything is good and the vision is better." No additional medical information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4275280112 was produced under normal conditions. One opened blister package was received containing one lens for lot number 4275280112. Magnified visual inspection revealed no visual attributes or abnormalities. If any further relevant information is received, a supplemental report will be filed.